Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the display indicator light is not switching. No patient involvement.

Manufacturer narrative:
G4: 03oct2019; b4: 03oct2019. The support service technician performed evaluation and confirmed the reported problem. The support service technician replaced the graphic user interface (gui) assembly to resolved the problem. Performed functional and performance specification tests after repair, which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.